Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint of a check your position alarm was confirmed and the cause was identified as a closed patient line clamp based on the user's report that the patient line was clamped during priming. Note: the report of air in the patient line is also considered to be confirmed and the cause identified based on the user's report that the patient line was clamped during priming. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding seeing air in the patient line during fill 1. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr assisted the hp with ending therapy. The hp noticed that the transfer set was closed. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp was unsure what caused the alarm but everything was resolved by starting over with new supplies. The hp confirmed that they did have his transfer set closed and the clamped closed while priming. The hp said no air entered his body. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident; he has not informed his nurse of the incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.